Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation (b30 error code) was confirmed due to damage on the charged coupled device unit (ccd). Additional evaluation findings were as follows: there was water leakage due to a pinhole on the universal cord, the bending section cover has a scratch, the adhesive on the bending section cover has a chip, and the video connector was deformed. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
An olympus representative reported on behalf of the customer, that when using an endoeye flex deflectable videoscope, there was a b30 scope communication error. The event occurred during preparation for use in the therapeutic procedure. There was no patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the error b30 (scope communication) was due to the electrical components were short circuited by the influence of the moisture, etc. Got into the scope since there was air leakage from the universal cord. The event can be detected/prevented by following the instructions for use which state: ¿¿chapter 3 preparation and inspection, section 3.8 inspection of the endoscopic system¿ as below. [Inspection of the endoscopic image] confirm that the wli and nbi endoscopic images are normal. 1 before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. 2 observe the palm of your hand in the wli and nbi endoscopic images. 3 confirm that light is output from the endoscope¿s distal end. 4 adjust the brightness level as appropriate. 5 confirm that the wli and nbi endoscopic images are free from noise, blur, fog, or other irregularities. 6 turn the angulation control levers slowly in each direction until it stops. 7 confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities.¿ olympus will continue to monitor field performance for this device.